Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 14 instances of power - damage with moisture ingress failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 28 allegations of a malfunction, 19 pumps were returned to animas and investigated. Of the investigated pumps, 19 were found to be malfunctioning due to damage and moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 28 malfunction events. A review of the events indicated that the one touch ping model pump experienced power issue where the pump was damaged and moisture was present. These reports were received from various sources. The patients associated with this allegation ranged from 5-61 years of age and between 29 and 230 pounds. Of the reported patients, 11 were male and 17 were female.